Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was reported that after attaching the valve to a composite graft for a bentall procedure, the center of the valve appeared more open than usual. Myocardial fluid was injected into the graft but did not enter the coronary due to aortic regurgitation, and a considerable amount of pressure was required. The surgery was completed and an ultrasound discovered there was no regurgitation. It was further reported that heart-lung detachment was attempted, however ventricular fibrillation did not subside. The patient remained on extracorporeal membrane oxygenation (ECMO) with impella. Subsequently, 13 days later, the patient died. The cause of death was not received. The device was explanted. It is unknown whether an autopsy was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the avalus valve was sutured into a flexible graft. Pledgets and blue monofilament sutures were found on the distal end of the valve-graft specimen. Additional pledgets and blue monofilament sutures were found on the outflow of the graft sutured into the native ascending aorta. The graft appears to have been cut and/or torn during the explant exposing part of the valve. Due to its receipt state, the leaflets will be designated as l1, l2, l3 arbitrarily as leaflet identification through visual assessment could be performed. All leaflets were stiff due to host tissue growth on the outflow. Leaflet 3 showed a cut to the host overgrowth with remnant piece resting on top of the leaflet; the exposed leaflet appeared intact. All posts showed varying degrees of host tissue overgrowth, with one post showing less coverage than the other two. The condition of the commissures could not be determined due the host tissue overgrowth on all commissures. All leaflets were in the closed position with a small gap between leaflet 2 and leaflet 3. Tan and maroon vegetative appearing host tissue covered the outflow of all leaflets and commissures extending to the outflow rail and posts. Tan vegetative appearing host tissue appeared to have adhered to the inner lumen of the graft. Tan and maroon vegetative appearing host tissue was noted on the inferior coaptive areas and margin of attachments of all leaflets with a layer extending to the belly of leaflet 3. Host tissue overgrowth on the leaflets appeared to be vegetation. Remnants of host myocardial tissue were observed around the graft as well as proximal and distal to the valve-graft. Coagulated blood was found on the graft surrounding one of the coronary arteries. The inflow aspect showed a restricted inflow orifice area. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.